Manufacturer narrative:
The device was returned to olympus service center for annual inspection. As part of the asset return inspection process, a leakage was found in the biopsy channel, the distal end had foreign material due to insufficient cleaning. The distal end was shaved. The light guide lens had discoloration, the suction cylinder had no color, the switch box had a dent. Water tightness was lost due to damage on the channel tube. The connecting tube had a cut, and the adhesive around the objective lens had a crack. The customer later confirmed that the device was reprocessed per procedure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the distal end had foreign material and the light guide lens had discoloration. This report is being submitted for the event found during evaluation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later provided that the device was reprocessed according to instructions for use (IFU) before returning the device to olympus for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. Additionally, the discoloration in light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used. Therefore, lg-lens was invaded by humidity then corroded. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The suggested event can be detected by handling the device according to the following IFU. Detection methods are written in IFU: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.